Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "clinicians also note nuisance ail alarms with no visible air". There was no information on patient involvement. This was reported to bd representatives while on site.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : manufacturer narrative, imdrf annex a, b, c, d, g codes, report source. Investigation summary: the reported issue of ail alarms with no visible air could not be confirmed with the picture provided by the customer. No inspection and testing could be performed as no device was returned for investigation. A photo of an administration set was provided by the customer where it can be noted with a bubble of air. Bd alaristm user manual warns that when programming an infusion with the guardrails¿ suite mx, ensure that the correct profile (for patient care area) is selected prior to starting an infusion. Minimize downstream infusion of air by incorporating the following steps: expelling air from the line during priming. Allowing cold solutions to warm to room temperature to prevent outgassing. Setting appropriate air-in-line thresholds. Ensuring the drip chamber remains vertical. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. There was no information on patient involvement. Root cause: the root cause of the reported ail alarms with no visible air could not be confirmed. No devices or administration set was returned for this investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "clinicians also note nuisance ail alarms with no visible air". There was no information on patient involvement. This was reported to bd representatives while on site.